Event description:
Arthroscopic left bankart repair; thermal capsulorrhaphy shift with pain pump insertion after surgery. Left shoulder total shoulder arthroplasty in 2007: healthy male that has the unfortunate sequelae of fairly quick loss of articular cartilage following arthroscopic bankhart repair. It has advanced through last year to loss of all cartilage and marked pain and restricted movement and function. Dose or amount: 0.5% - 120 cc, route 014. Dates of use: three days in 2000. Diagnosis or reason for use: left bankart tear, diagnosis or reason for use: #2. Anterior instability.